Manufacturer narrative:
(B) (4).

Event description:
Procedure type: thoracic pleurodesis. According to the reporter: upon removing the ports form the patient's abdomen after completing a thoracic pleurodesis, the cannulas were found to have tears at the distal end. The green piece of the 15mm was looked for in the patient but not found. No patient injury was reported.